Event description:
Received notification from co on 1/21/97 regarding a potential product problem. Pt had a right hip replacement on 4/11/91. Six months prior to 1/17/95 replacement surgery pt reported pain in thigh, recurrent dislocations, and difficulty ambulating. Surgery on 1/17/95 for right total hip arthroplasty revision.